Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male pt (age not provided), initials unk with osteoarthritis (kellgren & lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous medical device implantation with synvisc (one course) in both the knees and synovitis. It was reported that the age of the pt at the time of first injection of first course was (B)(6). On (B)(6) 1009, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, (dosage regimen not provided) (second course), in the right knee. The lot number of synvisc was not provided. On (B)(6) 1998, the pt developed synovitis in the right knee. On unspecified dates in (B)(6) 1998, 35 cc of yellow fluid was aspirated from right knee. Later, the pt was treated with xylocaine (lidocaine) and celestone (betamethasone) at a dose of 2 cc. On (B)(6) 1998, the pt recovered from the event of synovitis in right knee. On (B)(6) 1998, the pt underwent total knee replacement. The action taken with synvisc treatment was not provided. The outcome for the event of right knee effusion and total knee replacement was not provided. Concomitant medications were not provided. The intensity for the event of synovitis in right knee was moderate and for the event of right knee effusion was severe. The intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis in right knee as definitely related and with the event of total knee replacement as unrelated. The relationship between synvisc and the event of right knee effusion was not provided by the reporting physician. F/u info was received on (B)(6), 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.